Manufacturer narrative:
(B)(4). One low pressure cuffed tracheostomy tube was received for investigation. Visual inspection found no anomalies. Tests were performed by applying air to the cuff and it was confirmed that the inflated cuff had a distortion. The customer reported malfunction was verified. All manufacturing controls were reviewed and found effective to detect the reported failure mode. A hernia of this magnitude at the time of manufacturing would have been detected during the inflate/deflate test and removed from the lot.

Manufacturer narrative:
(B)(4).

Event description:
During pre-use test, air was inflated into the cuff and was found to be deformed. Defect was detected prior to use at patient's house with patient's doctor present. Unit not used.